Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed that revealed a mean gradient of 37 millimeters of mercury (mm hg), peak gradient of 66 mm hg with an aortic valve area of 0.83 squared centimeters, mild to moderate paravalvular leak (pvl), moderate calcification, and severe aortic stenosis (as). Additionally, mild global hypokinesis involving all segments of the left ventricle, ejection fraction (ef) of 45-50%, mild mitral regurgitation, mild tricuspid regurgitation, and a small pericardial effusion were also noted. There was no thrombus detected in the left atrial appendage, no atrial septal defect, and normal right ventricular wall motion. The patient also experienced symptoms of fatigue and dyspnea.

Manufacturer narrative:
Updated: b1, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that six years and nine months following the valve implant, the patient was treated by implanting a 26 millimeter (mm) non-medtronic valve.